Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of 542mg/dl and insulin pump had blank display as battery was dead. Customer performed troubleshoot for blank display but display did not return. Customer's current blood glucose was not given and customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
The device was received with blank display anomaly due to corroded battery tube. Unable to perform displacement, rewind, seating and basic occlusion tests due to blank display. The device was received with missing reservoir tube o-ring, scratched case, missing retainer, broken reservoir tube lip, cracked keypad overlay at select button and severely scratched lcd window.